Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed high, out of range shock impedances measurements. The device was programmed distal coil to can with resulting shock impedance measurements of 69-70 ohms. Defibrillation threshold (dft) testing was performed which was successful. The device was left programmed distal coil to can. The patient will continue to be monitored. There were no adverse patient effects reported. The system remains in service.